Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints related to production order number for the device revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A female patient reported that she had a symfony multifocal intraocular lens (iol) implanted on (B)(6) 2017 and complained of concentric circles (halos) and starbursts which distorted her vision and affected her ability to safely drive after dark. The patient reported her vision is satisfactory now that the replacement has been performed. Additional information revealed that the iol was explanted on (B)(6) 2018 from her left eye (os) and replaced with a monofocal non-johnson and johnson iol. There was no incision enlargement, no injuries and no additional medical or surgical procedures were performed. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.